Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 19-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other non-malignant pain. It was reported that since implant, the device has not done anything for his pain unless it was turned up to extremely high measures. The patient said he would need to be like "uncle (B)(6) from the(B)(6) family." The patient said he used the therapy when doing stuff around the house and stayed on oral medications. The patient saw his orthopedist about 3 years prior to the report and they said if the patient wasn't using the therapy to just stop, so the patient did. The patient said the lead needs to be taken out and lowered because it is placed about 3 inches from his heart which is concerning for the patient. The patient said he was living with a nine for pain. The patient mentioned he wanted hd settings. The patient was directed to continue working with his hcp. No further complications were reported.